Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a texium leaked during a chemotherapeutic medication push. There was no report of patient harm.

Event description:
The customer reported that when pushing a 124mg dose of daunorubicin in 35 ml; fluid leaked from the texium. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: my8060 and 10ml bd syringe ref (B)(4), lot number: 7299570.

Manufacturer narrative:
The customer¿s report of a texium-bonded syringe leaking during an IV push was not confirmed. Visual inspection showed no anomalies. Functional testing was performed and no leaking was observed. The cause of the reported failure could not be determined.